Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported he changed the infusion site and tubing on (B)(6) 2010 and his blood glucose measured 106 mg/dl. On (B)(6) 2010 at 10:30am, he saw his shirt was wet and his blood glucose measured 241 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.